Event description:
It was reported that the ilet touchscreen was cracked and became unresponsive, rendering the device nonfunctional and requiring replacement; the affected component was the touchscreen, and the device problem aligned with a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.